Event description:
It was reported that the patient experienced an embolic stroke post procedure. An enroute transcarotid neuroprotection system (nps) was selected for use in a right sided transcarotid artery revascularization (tcar) procedure. This patient had a previous stroke in (B)(6) 2025 with left arm weakness but was asymptomatic before the tcar procedure. Additionally, the patient was unable to tolerate brillinta and was placed back on plavix before the procedure. The procedure was conducted and post procedure, between one to two hours, the patient experienced left arm weakness. Imaging performed revealed an acute right sided stroke consistent with an embolic event. The stent was patent. The symptoms have improved and the patient will be going to be rehabilitated.